Manufacturer narrative:
Correction: correcting h10 of the initial medwatch. The device was evaluated but not replicated by the repair department. Correction to b5 and h4, information was inadvertently not included on the initial medwatch. Correction to d9, the date is 13-march-2023, not 17-march-2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h1- of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely no power occurred due to faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty power unit with poor contact was discovered and caused the reported failure mode. Additionally, the front panel was cracked, the frame holder was corroded, and the connection socket & supply cable were dirty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing a power problem. According to the initial reporter, the unit was powered down, and when he attempted to turn it back on ¿ it would not power up.